Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. The patient and his daughter reported that he experienced signal loss and the receiver showed a blank screen, so he was doing finger stick blood glucose (bg) checks. On (B)(6) 2019 after waking from a nap in the chair he got up to go to the bathroom, started to feel 'the shakes,' and became lightheaded. He stated that he was not notified of an extreme low alert due to the signal loss, and he fell, landing on his buttocks. The left side of his buttocks was later sore, affecting his walking, and he scraped his arm resulting in bleeding. His wife is a registered nurse rn and applied band-aids. His blood glucose (bg) after the fall was 41 mg/dl. He consumed two apple juice packs and some pretzels, then was able to get up to bed with his wife¿s assistance and rest there. Medical attention was not sought. During troubleshooting with tech support, it was determined that the receiver was out of range at times (he had left it in his robe), and the receiver also had zero charge at the time of the call. After charging the device it gave a reading of 143 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.